Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had no power and screen went black. Customer tried unplugging and re-plugging the station, but it did not power up. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. The field service engineer (fse) replaced the full-height cubie tray and reseated all components. The system was tested using the hardware test application, and proper operation was confirmed with the customer. The system functioned as intended after field service engineer repaired the device.